Manufacturer narrative:
The device was rec'd by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem could not be confirmed. The locking mechanism of the device was within specification. If add'l info becomes available, a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report rec'd from USA stating that the locking mechanism of the device was "sticky". It is unknown if the device was used in surgery or not. There was no injury reported. It is unknown if delay or medical intervention occurred. There is no add'l info available.